Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed no sign of physical damage. The functional/display test failed. Failure due to cycler not powering on caused by a defective power supply board with signs of thermal damage. Replaced power supply with a test power supply and cycler works as intended. Removed test power supply. There were no visual discrepancies encountered during the internal inspection. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short of the transformer on the inverter board. The cycler was refurbished following the evaluation.

Event description:
A peritoneal dialysis (pd) patient called fresenius technical support to report the liberty select cycler touch screen was flickering and would go dim during screen power up. The patient stated there was also a burning smell coming from the cycler when it was powering up. At that point in time, a replacement cycler was issued to the patient. It was reported that an alternate treatment option was available. Additional information was requested but was not received to date. The cycler was returned to the manufacturer and a replacement cycler was provided and received. Upon physical evaluation of the cycler by the manufacturer, it was identified that power supply board had thermal damage.